Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis. The reporter alleged the elevated blood glucose levels were caused from air bubbles in the insulin cartridge and pneumonia. The patient's blood glucose result was "over 500 mg/dl" on the mother's competitor meter. The patient had symptoms of pain, heaving, and difficulty breathing. The mother contacted the paramedics and the blood glucose result was also "over 500 mg/dl" on their meter. The patient was transported to the hospital where he was treated with humalog insulin via IV, saline, antibiotics, and insulin shots of unknown type and amount. The patient was released from the hospital on (B)(6)2017. The insulin cartridge lot number was not provided. The insulin cartridge was requested to be returned for product evaluation.